Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-24410. It was reported, the pt feels her scs ipg may have moved or flipped in the pocket. The pt stated that while getting in her care the ipg caught on the seat cover and since her ipg feels as if it has moved. An sjm rep met with the pt and observed the pt's ipg does not appear very deep under the pt's skin. Additionally, the rep experienced difficulty communicating with the ipg using the pt programmer. X-rays were ordered and the pt was advised to keep her scs system turned off until the issue is resolved. Follow-up identified the x-rays shows the ipg has started to move. The pt states she is unable to communicate with her ipg using her charger. In addition, the pt complained of experiencing pain at her upper surgical incision site. Surgical intervention to address the issues is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.